Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: granuloma : unable to observe as it is a medical event that is not related to the device. Rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Patient reported left side "ruptured" implant and "some echogenic material/silicone granuloma associated with right axillary tail." Device remains implanted.